Event description:
A customer reported that a pt who had prk (photorefractive keratectomy) became over corrected. The current plan is for the pt to wear glasses while the eye stabilized before deciding if any further treatment is warranted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).